Event description:
A full lead was returned for analysis, indicating the lead was explanted.

Manufacturer narrative:
Corrections: b5 additional information: d10, h3, h6 as received, a complete lead was returned in one piece. Visual inspection found the is-1 outer insulation of the connector leg pulled apart from the is-1 connector boot. The reported event of insulation damage was confirmed. The cause of insulation damage is consistent with procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. The reported events of oversensing and inadequate therapy were not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the insulation damage on the right ventricular (rv) lead was confirmed visually. The rv lead was capped and replaced to resolve the event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of oversensing and inadequate therapy due to noise were noted on the right ventricular (rv) lead. Insulation damage is suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable.